Manufacturer narrative:
Updated sections d9, h2, h3, annex codes: g, b, c, and d. Device evaluation: intuitive surgical, inc. (Isi) did not receive the sureform 60 stapler instrument; however, isi did receive the sureform 60 black reload accessory to perform failure analysis and replicated/confirmed the customer reported complaint. The reload was found to have the knife exposed within the knife track. The knife was exposed towards the distal end of the returned reload. The knife appears to have come out of the knife track and was found lodged in the reload cartridge. As a result, both the knife and the cartridge appear to be damaged. No lodged staples were found that could have caused the knife to leave the knife track.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the sureform 60 stapler instrument or the black reload accessory that was used during this reported event; therefore, failure analysis investigations could not be performed. Instrument and system log reviews cannot be performed because there is insufficient event date information.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the patient experienced bleeding after the surgeon used a sureform 60 stapler instrument with a black reload accessory. After the initial staple fire, the tissue within the staple line appeared ¿chewed¿, causing an abnormal staple line and bleeding. To resolve the bleeding a second reload accessory was used to staple and section the lung. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.